Manufacturer narrative:
(B)(4). The device history records reviewed, and no issue found. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? When the suture on the surface of the wound was removed? Was the entire suture removed from the surface of the wound at that time? Please clarify if the knot which was removed on 7/16/2020, is a part of the suture used on the surface of the wound? What is physician¿s opinion as to the etiology of or contributing factors to these events (knot left in the wound, inflammation and wound secretion at the scar)? What is the patient¿s current status?

Event description:
It was reported that prior surgery of debridement of left lower limb, incision and drainage of abscess and removal of necrotic fascia was done on (B)(6) 2020. Then the suture was used for wound closure on (B)(6) 2020 after postoperative open wound drainage and confirmation of no bacterial infection through bacterial cultivation on the wound. The wound recovered well, so the suture on the surface of the wound was removed. On (B)(6) 2020, the patient experienced post-op inflammation with erythema and a little wound secretion at the scar on lower left calf. Debridement and removal of knot, adequate drainage and local dressing change were given. Additional information has been requested.